Event description:
It was reported that the device failed preventive maintenance. No injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The serial number label looked to have been removed before, likely tampered with before coming in for service. The device came in with no knobs and the front panel bent. The technician replaced all knobs and test device. The reported issue was not confirmed. The device was not out of calibration. Replaced all knobs and clean device, and tested unit.